Manufacturer narrative:
Title percutaneous transhepatic tunnelled catheter for haemodialysis: a single centre experience source kidney international reports, volume 4, 2019 (s357-s358). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between january 2016 and november 2018 on a study regarding percutaneous transhepatic tunneled catheters for haemodialysis. 3 (three) (3/9, 33.3%) cases were documented to have bleeding at the catheter site and infection occurred in 2 (2/9, 22.2%), but there were no catheter related sepsis. 2 (two) patients (2/9,22.2%) presented with shock and hemothorax.